Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the staples were sticking as they were being inserted and were not leaving the gun as they should. Another stapler was used without problems. No pt injury reported.